Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the implant holder wouldn't hold the cage. The surgeon couldn't successfully reattach the cage to the holder and had to push by using a hammer thus causing the cage to break upon insertion. No further details are known at this time.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.